Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ltv3, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient fell and hit the pocket site of their ins. Upon inspection in the office, the lead had contacts with high impedance. Attempts at reprogramming did not alleviate recurrence of symptoms and the physician made the decision to replace the lead. No further complications were reported.